Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette sensor error occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 7/8/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a cassette sensor error occurred during testing" was confirmed. The probable cause was the latch lock sensor was damaged. The downs tram occlusion (dso) sensor was also found damaged. The latch lock sensor and dso were replaced. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.